Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient¿s pacemaker had been found in backup mode. No programming changes or interventions were reported. The patient¿s condition was unknown.